Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition lcd monitor experienced no image with the serial digital interface 1 and serial digital interface 2 ports. The customer used the super video/composite/digital visual interface port to connect the processor with the monitor to get an image. The event occurred during general morning routine inspection, therefore, no procedure or patient was involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image on both serial digital interface (sdi)1 and sdi2 was caused by a sdi cable failure. It has been reported that this issue is a sdi cable problem. Problem-solving has been reported after sdi cable-replacement. Olympus will continue to monitor field performance for this device.